Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, after the device's cuff was checked and intubated, an air leak occurred. The patient had to be reintubated as it happened thrice. There was a possibility that the damaged was caused by a tooth.